Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a catheter. The hcp thought there was an issue with the catheter connector collet. Per the hcp, the connection pin site was defective, so the catheter was not implanted. Per the hcp, the two ends of the collet groove slide pieces where the catheter slips into place were not symmetrical. The hcp also didn¿t think the catheter connector with the two collets on the side should have the space in the middle. No further complications were reported/anticipated.

Manufacturer narrative:
Anlaysis of the catheter revealed no significant anomaly, catheter miscellaneous acceptable testing the catheter incomplete/returned in segments if information is provided in the future, a supplemental report will be issued.